Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower stuck on the carefusion screen upon rebooting the device, and the user was unable to log in and pull meds. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer the station was up and running, the station was online in remote support service. The customer stated that the issue had resolved. The system functioned as intended after the technical support specialist investigated the issue.